Manufacturer narrative:
On 4/29/2021, the manufacturing record evaluation (mre) of lot number 04-050108 was requested to the quality operations team. However, the physical file of the DHR was not found. Once more information is available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. (B)(4).

Event description:
It was reported that a psi-tec iii aspirator, 110v being used in an unspecified procedure was found to have suction issues (no suction pressure) during the operation. No adverse event was experienced by the patient, and there were no reported patient consequences or procedural delays.